Event description:
(B)(6) customer contacted cepheid to discuss patient results. Customer encountered a patient discrepant while running a xpert xpress cov-2/flu/rsv plus. On (B)(6) 2022, customer had a sample collected. The patient was not showing any symptoms at the time of collection. The customer processed the sample per pi and ran it on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. This was reported to the md. Due to the positivity the customer decided to re-run the sample to ensure a positive sample. On (B)(6) 2022, the customer processed the sample per pi and ran it again on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This was reported to the md. No other swab was collected. Due to the conflict of results, the customer ran this sample on the biofire respiratory panel 2.1. This sample was processed per pi and run on (B)(6) 2022 and resulted in sars-cov-2 not detected, coronavirus hku1 detected. This was reported to the md. There was no deterioration of health of patient due to this discrepant.

Manufacturer narrative:
(B)(6) customer contacted cepheid to discuss patient results. Customer encountered a patient discrepant while running a xpert xpress cov-2/flu/rsv plus. On (B)(6) 2022, customer had a sample collected. The patient was not showing any symptoms at the time of collection. The customer processed the sample per pi and ran it on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. This was reported to the md. Due to the positivity the customer decided to re-run the sample to ensure a positive sample. On (B)(6) 2022, the customer processed the sample per pi and ran it again on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This was reported to the md. No other swab was collected. Due to the conflict of results, the customer ran this sample on the biofire respiratory panel 2.1. This sample was processed per pi and run on (B)(6) 2022 and resulted in sars-cov-2 not detected, coronavirus hku1 detected. This was reported to the md. There was no deterioration of health of patient due to this discrepant. This case involves a specimen that tested positive for sarscov2 by cepheid xpert xpress cov-2/flu/rsv plus test. Examination of pcr raw data showed normal appearing pcr curves for sarscov2 target and internal control. The person tested had no symptoms. The customer decided to repeat the test on the same specimen, and it produced a negative result, with valid internal control. The specimen was then tested with biofire respiratory panel and was negative for sarscov2, but positive for another cov. Based on the examination of pcr raw data there is no evidence of product malfunction. There was no known impact to the person tested. The likely root cause is target/s near limit of detection or near cut-off. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.